Manufacturer narrative:
The product evaluation confirmed the failure mode. The most probable root cause was suspected to be a malfunctioned power cord and a loose retaining clip. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The field service engineer replaced the power cord and it seemed to fit better in the socket. The retaining clip was also tightened due to being loose. This investigation is ongoing.

Event description:
The user facility reported the system shut down during surgery.